Event description:
Related manufacturer related number: 2017865-2018-12385; 2017865-2018-12386. During an in-clinic follow-up, a pocket infection was observed. The device and both the right ventricular (rv) and right atrial (ra) leads were explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of infection was not confirmed. The device was received in normal range of operation. Analysis of the device image indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Battery assessment was performed and found the battery voltage was still in the range of normal operation. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The sterilization records were reviewed and no evidence of abnormal sterilization was found.